Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error with text on the screen. The device was returned to the biomed dept for an unspecified reason. No info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a whitescreen error with text on the screen. No add'l info was provided.